Manufacturer narrative:
It was reported that the device was returned and pending evaluation in the initial medwatch report. However, when the evaluation was attempted it was noted that the cutter device was not returned with the motor device. This is a single use device and was not returned for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified craniotomy surgical procedure, it was observed that a handpiece device with a cutter device stuck inside were overheating while in use together. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.